Event description:
Reporter stated that caller from facility reported that membrane panel is producing multiple entries when he programs the unit. Specifically, it is key "2". For example if he enters 125ml, the display will show that 1225ml has been programmed. The user was advised not to use the unit, which will be returned for evaluation.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. The unit passed all accuracy tests. It did fail emi shield continuity testing. The complaint could not be duplicated. The unit was sent to repair where replacement of the umbilical cable resolved the emi shield continuity failure.